Event description:
The user facility reported a 43-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that following impella insertion, the patient experienced notable bleeding from their access site. A jackson-pratt drain (jp drain) had not been placed at the time of insertion. The patient received one unit of platelets, 2 units of fresh frozen plasma, and 1 unit of packed red blood cells to counteract the blood loss. Support continued with the implanted pump following the intervention.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation into the reported access site bleeding ¿ major has been completed since the original report was filed. No product was returned. The root cause of the access site bleeding was unable to be determined as limited clinical details and no product were returned for investigation.